Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.1; second test inr = 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070014: first test inr = 3.1; second test inr = 2.6; mean = 2.25; sd = 0.35; %cv = 12.4. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.